Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in six (6) vented high-volume inlets. The pm was reported as a ¿spot on two devices, pm in tube of one, blue fiber on one, black fiber on the white connector of one, and more than one spot white connector on one¿. This was noticed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: six (6) devices and six (6) photo samples were received for evaluation. A visual inspection was performed on the photo samples, and small spots of particles in the sealed packaging of the products were observed. A visual inspection was performed on the actual samples, and particles of foreign matter in the sealed product packaging were observed. The first sample had a black spot on the white connector. The second sample had a fiber type particulate on the spike housing. The third sample had a tiny black spot on the spike housing. The fourth sample had a dark spot on the white connector. The fifth sample had a fiber type object on the white connector. The sixth sample had a fiber type object on the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.